Manufacturer narrative:
Received: four used. List #b3300, clave¿ neutral connector; lot #unknown. Two new. List #b3300, clave¿ neutral connector; lot #5634336. One new. List #b3300, clave¿ neutral connector; lot #11341832. One new. List #b3300, clave¿ neutral connector; lot #4389622. A photo was returned showing a b3300 clave neutral connector with the seal stuck down and no apparent spike damage to suggest that it might have been accessed with an incompatible mating device. Used b3300 clave neutral connector sample 1 was confirmed to have the seal stuck down. Subsequent disassembly revealed damage typical of access with an incompatible mating device during use. The direction for use (dfu) states: connectors are compatible with iso male luers having an internal diameter between 0.062¿ and 0.110¿. Used b3300 clave neutral connector sample 2 was confirmed to have seal coring and blood rings on spike typical of access with an incompatible mating device that can result in a seal stick down. The probable cause of the reported stick down is typical of access with an incompatible mating device during use. The probable cause of the broken male luer threads cannot be determined. The dfu states: connectors are compatible with iso male luers having an internal diameter between 0.062¿ and 0.110¿. Used b3300 clave neutral connector sample 3 was confirmed to have a mating device male luer broken inside the female luer. The female luer also had an axial crack. The probable cause of the broken mating device male luer and axial crack in the female luer during use cannot be determined. Used b3300 clave neutral connector sample 4 was confirmed to have fluid between the body and the seal but no other anomalies. Functional testing did not reveal any leakage or malfunction of the b3300 assembly. The probable cause of the fluid between the body and seal during use cannot be determined. Each of the new b3300 clave neutral connector were functionally tested and each met product performance expectations. The complaint was unable to be confirmed or replicated with the new samples. The device history report (DHR) lot # review could not be conducted because no lot number(s) was/were identified.

Manufacturer narrative:
The device and photo was received for evaluation. The investigation is pending.

Event description:
The involved a microclave¿ neutral connector which occurred on various dates ((B)(6)2023, (B)(6) 2023, (B)(6) 2023, (B)(6)2023, (B)(6) 2023, and ( B)(6)2023). It was reported that microclave (silicone) remained depressed while in use. In some cases, this has caused leaking and disconnection during patient infusions to central lines. There have also been events of breakage of the hard-plastic portion of the microclave. There was unknown patient involvement but unknown human harm.